Event description:
Veteran reported to audiology tele health clinic. Audio health tech discovered dome of hearing aid lodged in ear canal. Audiologist recommended pt be seen by primary care provider to have dome retrieved. Pcp referred veteran to ER as dome was perceived to be close to tympanic membrane. Veteran elected to plan to report to ER on another date. He noted no discomfort.